Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present.  Additionally, the customer advised that the device's display was turning off unexpectedly a the time that the event code which caused the service indicator was logged.  The combination of symptoms indicates that the device may be experiencing a loss of power that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.